Event description:
It was reported that when using the bd pyxis¿ medbank tower system had issue error. The device displayed a close drawer error before allowing medication to be issued. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had issue error. A technical support specialist (tss) found the screen stuck on count, remoted into the system, and restarted the application after ending it via task manager. The user was then asked to log back in, after which the user was able to continue the medication task for carvedilol 12.5 mg, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.